Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized at an unknown time due to a high blood glucose exceeding 600 mg/dl. The patient was treated in the intensive care unit with intravenous fluids. The customer was wearing the insulin pump system within 48 hours of the hospitalization. The customer had a bent infusion set cannula at the time. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.